Event description:
During pump replacement surgery, the catheter length was unk, so the physician used 89 cm; they aspirated the catheter and then primed the pump tubing and catheter. Following the replacement surgery, they were unable to wake the pt. The pt was non-responsive and her hands were still rigid. The pt was not responding to narcan. The pt was admitted to the hospital and underwent a CT to rule out other issues. The intrathecal drug prescription and programming were confirmed to be correct. It was noted that the procedure took place at 2 pm and they still couldn't wake the pt at 6 pm. Later that night (soon after midnight), the pt was awake and alert. It was determined that the cause of the event was anesthesia related. The medication being delivered via the device system was lioresal.